Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken; however, no damage to the forceps jaws was present. Further analysis of the broken pullwire found that the failure site exhibited evidence of tension and compression zones. The failure surface also presented with dimple ruptures which indicates a tension overload event typical of a fatigue fracture. No material anomalies were noted. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the device pull wire was broken. However, no physical damage to the jaws was observed. The evaluation attributed the pullwire break to cyclic bend fatigue. Therefore, the most probable root cause is operational context as the break likely occurred due to anatomical/procedural factors which limited the device performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011.according to the complainant, during the stomach biopsy the jaws and/or the pullwire broke. No parts of the device fell within the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the stomach biopsy the jaws and/or the pullwire broke. No parts of the device fell within the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over the age of 18 years.(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.